Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR site: device manufacturer address 1: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set pulled out at the port closest to the patient. The patient was getting a portable x ray and there was difficulty placing the plate under the patient. The patient¿s heart rate dropped and the nurse gave the patient atropine to bring it back up. When examining the patient, blood was found on the patient's gown and tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.